Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the same date the sensor was inserted, the patient stated they developed a skin reaction around the insertion site. The patient saw a physician and was prescribed triampinolone cream for the area around the sensor site. At the time of the report the patient stated they were still applying the cream and still experiencing the issue. No additional patient or event information is available.